Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter tip was allegedly detached after three minutes of use. It was further reported that the tip remained in the patient body and could not be retrieved. The current status of the patient is reported to be stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 14s crosser cto recanalization catheter was received for evaluation. Upon visual evaluation, marker band is present and undamaged. Detachment was noted between the distal tip and catheter sheath. The distal end of the guidewire tubing was noted to be jagged. The inner guidewire lumen was exposed and still attached to the catheter sheath. The distal tip was noted to be missing at the end of the exposed inner guidewire lumen. Catheter shaft was noted to be deformed. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the reported detachment as the distal tip was detached to the distal end of the catheter. Also, it is confirmed for the identified deformation as the catheter shaft was deformed to the distal end. A definitive root cause for the reported tip detachment and identified deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter tip was allegedly detached after three minutes of use. It was further reported that the tip remained in the patient body and could not be retrieved. However, the current status of the patient is reported to be stable.